Manufacturer narrative:
Date sent to the FDA: 2/11/2021. Additional information: a1, a2, b7, d3, g1. Additional b5 narrative: it was reported that the patient experienced discomfort following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and small bowel obstruction on (B)(6) 2014 during which the surgeon noted multiple loops of small bowel adherent to the top portion of the mesh, which had become displaced from the anterior abdominal wall. Dissecting the small bowel loops away from the mesh and the abdominal wall required tedious adhesiolysis, which took greater than three hours. The segment of small intestine that was most adherent to the mesh had at least two seromuscular defects that were significant in size given the adherence to the mesh. This section of small intestine had to be resected. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite.